Event description:
The surgeon reported to the sales rep that a patient underwent an initial knee revision in (B)(6) 2011 using an mrh product. The sales rep reported that the patient had to have a second revision procedure in (B)(6) 2013 due to the axle breaking. The sales rep reported that the surgeon replaced the affected axle and also revised the poly bumpers and bushings. The axle has been returned for investigation as rest of products stayed in the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a mrh axle was reported. The event was confirmed. Material analysis was performed and concluded that the axle fractured in fatigue initiating at or near the laser mark. Burnishing was observed in the central portion on the axle¿s outer surface. No material or manufacturing defects were observed during this analysis. Medical records review not performed as no medical records were provided. Device history review indicated that there have been no reported discrepancies for the referenced lot. Complaint history review indicated that there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as patient information, patient clinical history, and medical records are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported to the sales rep that a patient underwent an initial knee revision in (B)(6) 2011 using an mrh product. The sales rep reported that the patient had to have a second revision procedure in (B)(6) 2013 due to the axle breaking. The sales rep reported that the surgeon replaced the affected axle and also revised the poly bumpers and bushings. The axle has been returned for investigation as rest of products stayed in the patient.